Event description:
On 10/jan/2024, fresenius became aware this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with suspected peritonitis (cause unknown). Attempts to obtain additional information (e.g., hospital records, medication list, pd orders, patient demographics) were unsuccessful.

Event description:
Additional information provided by the home program manager revealed the patient presented to the emergency room on (B)(6) 2023 with abdominal pain and was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every four days and ip cefepime 1000 mg daily for 21 days. Following discharge on (B)(6) 2023, the patient resumed utilizing the same liberty select cycler without any reported issues. The cause of the peritonitis remains unknown; however, the hpm reported there was no fresenius device(s) and/or product(s) involvement.

Manufacturer narrative:
Additional information is provided in a2, a4, b2, b3, b5, b6, d10, and h6.